Manufacturer narrative:
The customer reported an unexpected high inratio inr result on (B)(6) 2014. The customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio result without this info. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned. A review of retain testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The pt was reported as using heparin. Limitations in product insert, "this test should not be used for pts on heparin therapy." This constitutes off-label use. The manufacturing records for the lot were reviewed. The lot met specifications an no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time.

Event description:
Coller alleged discrepant inratio results. Results as follows: patient self tester went to the ed on (B)(6) 2014 due to a swollen leg (approx. Double size of other leg) and was admitted. Date: (B)(6) 2014, inratio: 3.7, lab: -; (B)(6) 2014, -, 1.6 (sometime in the afternoon); (B)(6) 2014, 3.6, 1.6. Pt tested at the hospital on (B)(6) 2014 approx. 10:30 am using their inratio meter. Therapeutic range: 3.0 - 3.5. Pt had lovenox shots on (B)(6) 2014, the morning of (B)(6) 2014 (after inratio test) and (B)(6) 2014. Coumadin intake: (B)(6) 2014 4:30pm 5mg, hospital gave 1mg when patient was admitted.